Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# n0054555, implanted: (B)(6) 2006, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4)

Event description:
A consumer reported that her implantable neurostimulator did not do that much good. It "did wonders" for 2-3 years and really helped in the leg and back area. Suddenly, it stopped giving relief. The healthcare provider thought that the pain the consumer was experiencing was due to the implantable neurostimulator being around a nerve and wanted to see if taking the stimulator out would determine the cause of the pain. The device was explanted in (B)(6) 2014 so that the consumer could get x-rays. The consumer thought that the an underlying infection was the reason why they could not get the pain under control and that happened after they removed the screws and bolts from her back in (B)(6) 2014. It was noted that the "massive infection" that followed the removal of the instrumentation lasted about 5 months. The consumer had a generalized staph infection and abscess in her spinal area. The consumer was also in and out of the hospital 3-4 times. The screws and bolts were put in to stabilize the consumer's spine. The indication for use was post lumbar laminectomy syndrome.